Manufacturer narrative:
Tandem technical support made multiple attempts to follow up with the customer, however no further information was provided.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was at the pool yet the pump was not exposed to water. The customer's blood glucose (bg) level was 273 mg/dl and administered a manual injection to adddress bg level. No further information was provided.